Event description:
Doctor was performing a lap hysterectomy when the unidrive ii power unit stopped working. After replacing the power unit. Doctor removed a 14cm fibroid mass and was in the process of morecellation it when the morcellator handle overheated and morcellator acti0n became sluggish. At that time, the doctor switched to a vaginal hysterectomy to complete the removal of the fibroid. This added an hour and a half to the procedure. There was no adverse effect on patient and patient condition post-op was good. Patient condition was also considered good on her 4 week follow up visit in december 2005.